Manufacturer narrative:
H6: the investigation is ongoing. The root cause of the issue has not been identified. A supplemental report will be submitted upon completion of the investigation.

Event description:
Siemens healthineers was notified that the magnetom aera docking station was difficult to move while a patient was on the table. It was stated that the MRI technician was injured due to this issue. Additional information regarding the MRI technician¿s injury was requested from the customer. Since the severity of the injury is unknown, this event was reported.

Manufacturer narrative:
H3, h6: siemens healthineers (siemens) completed the investigation of the reported problem. Siemens requested additional information regarding the technologist¿s injury from the customer; however, no additional information was provided to our specific questions. Siemens was not made aware of a serious injury associated with this event. A siemens customer service engineer (cse) visited the site to identify an issue with the patient table¿s maneuverability. The table was undocked, and all functions were tested, including vertical and horizontal movement, brake engagement, clutch, and emergency release. All tests were completed successfully. The table was also tested with a person weighing 230 lbs., and no issues were observed during movement. However, the front left handle was found to be missing, which made maneuvering the table more difficult. During daily use the operator personnel should have been able to notice the deterioration of the table handle and to contact the siemens service organization early enough to exchange the defective table handle to prevent patients/staff from hazards. Therefore, a death or serious injury is very unlikely in case of reoccurrence. During the cse site visit, no further information was provided regarding the technologist¿s injury. As a result, we are unable to confirm the injury or assess its severity. Additionally, no save log was created or provided for further analysis. Therefore, no further investigation is possible. To solve the issue at the customer site, the missing table handle was replaced. Since the issue has already been fixed at the customer site, siemens has closed this complaint.